Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient never had therapeutic effect. The caller stated the patient was feeling a buzzing sensation, which she was told she would not with the hd settings, and also has pain in her left leg. The caller stated he had tried turning stimulation up from 2.2 to 2.4 on both programs but patient states the buzzing is too strong. Caller states if he turns it back down to 2.2 it's not effective for her pain. Communication with the ins showed the stimulation was on. Caller states patient is currently on group a at 2.2 on both p1 and p2. The caller confirmed that patient only has a group a. Caller confirmed the reason the patient has the device is to help with pain in her leg and feet. The patient was redirected to their healthcare provider. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that patient was feeling buzzing and rep adjusted setting settings to high density @ 0.5 v so patient gets same benefit but not the buzzing. Consumer reported when patient got home and sat in her recliner patient was feeling like a heating pad and hot on the incision area and consumer decreased stimulation to 0.1v but then patient was not getting therapy relief so he increased back to 0.5v. Consumer asked what is causing the heating on the incision area. Consumer was told to follow up with health care professional (hcp). No further patient symptoms or complications were reported in this event.